Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation of the patient's right ventricular (rv) lead showed no capture due to fracture. The lead was capped on (B)(6) 2021 and replaced. The patient was stable.